Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 302mg/dl which was higher than a adc meter reading of 140mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 302 mg/dl compared to readings of 140 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. However, smu (source measurement unit) test failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A further extended investigation was performed on the returned de-cased puck was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed on the returned puck and the (pcba) printed circuit board assembly; there is no damage revealed by the inspection. The puck's data was extracted and analyzed for any signs of sensor data corruption or glucose reading abnormalities. Smu (source measurement unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Hpqe test passed, the observation from phase 1 investigation where smu test was failed not confirmed. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. No abnormal errors were observed during testing and the returned puck passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release to distribution. This also serves as a correction report. Section b5 (describe event or problem) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.